Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1067 cer option type 1 tpr sleve +3 2959173, 650-1057 cer bioloxd option hd 36mm 2958828, item #: unknown stem lot #: unknown, item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent irrigation and debridement one month post implantation due to infection. Liner and head components were removed and replaced. Further information is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.